Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data file determined that all three segments were determined as shockable. All three also had very large amplitude t waves. The rhythms had high qrs variability and low normalized amplitudes. It was noted that the patient impedance was also high (110 ohms). When the impedance is high it can lead to artifacts and poor waveform quality. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. This investigation is closed as meets device specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) -year-old female patient, the device issued a "shock advised" prompt for a heart rhythm clinicians believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.